Event description:
It was reported that during a gastric band procedure, the one-way valve popped off while pulling the catheter out the abdomen. They were able to retrieve the piece without any impact to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.